Event description:
It was reported that the patient's right ventricular exhibited noise over-sensing resulting in pacing inhibition. Venogram revealed the patient was in complete heart block. The lead was capped and replaced on (B)(6)2023. The patient was stable.